Manufacturer narrative:
The field event of data problem was not confirmed. The field event of failure to interrogate was confirmed. The pacer was received from the field with battery voltage at end of service due to normal usage. The device image could not be saved due to lack of telemetry caused by low battery voltage and a request was made to the field, but the information was not available when writing the analysis report. The device was cut opened and a new battery attached followed by re-loading the product code without anomaly. During the analysis, the device was interrogated multiple times and results indicated normal communication. Additionally, telemetry test did not find any interrogation issue and the device maintained communication with the programmer normally. The interrogation anomaly noted in the field is consistent with low battery voltage due to normal depletion. Total projected longevity based on nominal conditions is 9.26 years; implant duration is approximately 8.01 years which exceeded 75% of projected longevity and it is considered normal battery depletion.

Event description:
It was reported that the device could not be interrogated during follow-up. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.